Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving adjust belt/ check belt alarms. The pt was issued a replacement electrode belt. While assisting this pt for the electrode belt replacement, a zoll pt service representative (psr) contacted zoll customer support to report that the monitor would not baseline with the new belt. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn# (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. Device eval of monitor sn #(B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon investigation, the monitor would not communicate with an electrode belt. Upon eval, the monitor's belt receptacle was damaged. The cause for the inability to complete a baseline was the disruption in communication between the monitor and electrode belt. The cause for the disruption in monitor-belt communication was the damaged belt connector. The root cause of the damaged connector cannot be positively identified but is likely excessive force placed at the connector. No adverse event resulted from the defective electrode belt or the defective monitor belt connector. The pt received a replacement electrode belt and a replacement monitor. Device MFR date: electrode belt sn# (B)(4), monitor sn# (B)(4): may 2011.